Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. DHR review could not be conducted because the lot number was not known. Device testing not possible because the device was not returned to hollister for evaluation. The actual gender, age and weight of the end user was not provided. The root cause of this event cannot be determined. Hollister will continue to monitor the performance of the anchor fast device in our post marketed device surveillance system for any adverse trends.

Event description:
It was reported that the nurses were turning a patient for a bath when they observed that the patient's vital signs were changing and the patient began to decompensate. The nurses observed that the et tube had migrated out 2 cm while being secured by a hollister anchor fast endotracheal tube holder. They attempted to push the tube back in but it did not improve things. The patient coded and needed to be reintubated. After reintubation, the patient's vital signs stabilized.